Event description:
Pt reports that one of her cadd legacy pumps keeps going off "high pressure alarm." No other info known. The reported product fault didn't occur while in use with a pt. The product issue didn't cause or contribute to pt or clinical injury. Device is available to be returned for investigation. Device will be replaced. Dose or amount: 93ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2016 to ongoing.